Event description:
In (B)(6) 2012, I purchased an invacare tdx si-2 powerchair. In the 2 years since that purchase, I have replaced the controller joystick 4 times. In each incident, the joystick after 4-9 months became increasingly less responsive to directing the powerchair. The last incident resulted in a sudden, total failure leaving me trapped in the chair. Fortunately family members were home to manually wheel me to a recliner chair where I was able to get out of the power chair. The retailer ((B)(6)) has been extremely responsive and helpful each time, is securing a replacement at no cost to me. I am aware of an FDA consent decree that invacare has signed concerning mfg issues with their power chairs. It would appear there still are issues. I am dependent on this chair for my mobility and am often alone during the day. I need this chair to be extremely reliable. The controller for this chair has been anything but reliable.